Event description:
On (B)(6) 2008: implanting prolift-total prolift: pfrt01 in my vagina, anterior and posterior (prolapse of my uterus) persistent pain, and returning of my prolapse 3 months later. Re-operation, removal off the mesh posterior, and removal of my uterus on (B)(6) 2009. Always pain in the anterior place of my vagina, removal of the mesh in the front side, mesh was folding, "shrimp" from +-13 too 3 cm. Re-operation (B)(6) 2009. After this all, again prolapsed and reoperation on (B)(6) 2010. Using surgissis - biological implant. Still waiting for an other operation.